Manufacturer narrative:
On 04-mar-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a gel bleed in the breast implant. In addition, the patient suffered several unexplained systemic symptoms, including fatigue, and developed capsular contracture. Lastly, the patient underwent a surgical intervention to remove knots on her left breast. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no gel bleed or leaks were observed during the analysis. The event described could not be confirmed as the breast implant was returned without detectable gel bleed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 18-jan-2022, mentor received additional information about the event. Rupture of the right breast prosthesis was discovered during explant surgery. This is the report for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 28-dec-2021, mentor received additional information about the event: the patient is scheduled to undergo explantation on (B)(6) 2022. On 04-jan-2022, mentor received additional information about the event. It was reported that the patient developed several unexplained systemic symptoms, including numbness and achiness in the left arm, shooting pains in left breast, and fatigue. Additionally, the patient developed bilateral capsular contracture post implantation (baker grade IV in left breast, baker grade iii in right breast). A separate medwatch report will be submitted for the patient¿s right breast prosthesis. D6b explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: mentor inadvertently left out a code in h6 health effect - clinical code for generalized illness. Additionally, a reason for explantation was not included in h10. Manufacturer¿s reference number: (B)(4). H6 health effect - clinical code: appropriate term / code not available (e2402). H6 health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: generalized illness, capsular contracture, left breast abscess, left breast knots.

Manufacturer narrative:
On 11-feb-2022, mentor received additional information about the event: during explant surgery, gel bleed was observed on the removed left breast prosthesis. Block h6 medical device problem code has been updated with the following: gel leak (a050403). This report is for the patient¿s left breast prosthesis. The patient had her explanted breast prostheses replaced with mentor memorygel breast implant 600cc gel breast prostheses on (B)(6) 2022. On 24-feb-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: surgical intervention to remove knots on left breast. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 450cc gel breast prosthesis developed issues on the left side of her body. Her left arm was numb and she developed shooting pains in her left breast. Additionally, the patient developed an abscess underneath her left breast near the incision site. The patient underwent a surgical intervention to remove knots on her left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.